Event description:
Patient called customer care following a therapeutic shock while riding a motorcycle. The patient then pulled over and took the wcd system off. The patient denied any symptoms. Wcd system event log was reviewed and three untreated tachycardia episodes were recorded including one untreated tachcardia episode being diverted. The reported event was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicated two episode of noise event and one episode of therapy diverted event but no record of therapeutic shock. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.